Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. A downstream occlusion (dso) seal was peeled off. Functional testing was performed. The allegation made by the complainant was confirmed. The reported issue was determined to be caused by worned dso seal and also there is no half of dso seal on the sensor. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was peeled off by user. There was no patient involvement and no patient harm/adverse event reported.